Manufacturer narrative:
In accordance with the available information and the manufacturer's experience with this kind of device, it is assumed that the implant has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, the recipient report and received in situ measurements indicate that there is bone growth around the reference electrode and there are two implant channels involved in a short circuit. The device was explanted but has not been received for investigation yet.

Event description:
The recipient first had intermittent sound with the device, then after a few hours no hearing sensations at all. The device has been explanted but not received for investigation, despite being requested.

Manufacturer narrative:
Additional information: in accordance with the available information and the manufacturer's experience with this kind of device, it is assumed that the implant has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, the recipient report and attached in situ measurements indicate that there is bone growth around the reference electrode and short circuits at two implant channels. A date for explantation surgery has not been made available so far.

Event description:
The patient first had intermittent sound with the device, then after a few hours no hearing sensations at all. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient first had intermittent sound with the device, then after a few hours no hearing sensations at all. Re-implantation is considered.